Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean section (cs) delivery, severe atony was noted after delivery of the placenta. Medications(pitocin, methergine and calcium) were administered and a cook bakri postpartum balloon with rapid instillation components was placed through the incision but not inflated. The uterus was closed and the balloon was inflated with 420 ml of saline. The patient had excellent hemostasis. Total estimated blood loss was 745 ml. The following day when they went to remove the device they discovered that the balloon was empty. Hemostasis achieved through a combination of medications, device and time. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary . As reported, following a cesarean section (cs) delivery, severe atony was noted after delivery of the placenta. Medications(pitocin, methergine and calcium) were administered and a cook bakri postpartum balloon with rapid instillation components was placed through the incision but not inflated. The uterus was closed and the balloon was inflated with 420 ml of saline. The patient had excellent hemostasis. Total estimated blood loss was 745 ml. The following day when they went to remove the device they discovered that the balloon was empty. Hemostasis achieved through a combination of medications, device and time. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned to cook with a bag and a plastic container of blood attached to the balloon catheter for investigation. The bag and plastic container were disposed of. The device was cleaned for better examination. The balloon material had a puncture and a cut approximately 3 cm in length. The markings at the puncture point and at each end were circular in shape, similar to a suture curved needle. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state how the device is supplied, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook concluded that inadvertent user error was determined to be the most probable cause of the reported event due to the balloon appeared to have been punctured by a suture needle following placement. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.